Event description:
From an e-mail dated (B)(6), 2010: "(B)(6) was fit into the multi-focal contact lens more than 3 months ago. She came into my office today after seeing her ophthalmologist and was told that she has acanthamoeba keratitis and stands to lose vision in the od. She is facing corneal transplant surgery."

Manufacturer narrative:
Unk, no lot number. No lens returned to the company at this time, therefore we are unable to analyze the lens to determine if it was defective. It has been well documented in the literature that acanthamoeba keratitis is caused by improper lens care including improper disinfection procedures including exposure to tap water and other non-sterile sources.